Event description:
A report was received that the patient could not charge the implant due to the placement of the ipg. It was also noted that the implant site was red and swelling. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The complaint in regard to the charger coupling issue was not verified. In the lab, there was no issue coupling the spectra ipg with a charger. It was charged to 4.02 volts in two cycles, and regained its functionality. The battery depletion rate was within the expected range, 3.37 mv per day. There was no excessive battery depletion when the device was turned off. This result attested that the device was capable of being charged fully under a proper charging method. The ipg revealed no anomalies.

Event description:
A report was received that the patient could not charge the implant due to the placement of the ipg. It was also noted that the implant site was red and swelling. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. No device malfunction was suspected. The patient was doing well postoperatively.